Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Her blood glucose level was running between 300 mg/dl and 400 mg/dl. She treated her blood glucose level with a syringe. One large air bubble was present along the tubing length. The high pressure test passed. The device was not returned.